Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -8.5/+4.0/088 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reports refractive surprise and lens rotation. Reportedly, lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
B5 - the reporter stated that the surgeon implanted a 12.6mm vticm5_12.6 -8.5/+4.0/088 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reports refractive surprise and lens rotation. Reportedly, the lens was repositioned. This resolved the problem. Claim # (B)(4).